Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow, down arrow and ok keypad buttons are very hard to push and that this has been happening for a while and is getting worse over time. The keypad is reportedly intact without tears or holes in the keypad rubber. The reporter denies any trauma to the pump. The pump is reportedly cleaned with glass cleaner. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses and excessive force to elicit a response. The keypad cover was removed and the up arrow and down arrow button key contacts were found to be misaligned. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery compartment was found to be leaking during a leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.